Manufacturer narrative:
Received one used list# d1000 tego¿ connector. No mating device was returned for evaluation. The seal and fluid path of the sample were examined. The top of the seal was found to be indented, with the membrane on the sides near the top of the tego being worn. However, the fluid path was found to be clear. The sample was flushed and no flow restriction was observed. The complaint of stop in flow could not be confirmed or replicated. A device history lot# review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer: 1/14/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a tego® connector. The reporter stated that the silicone was broken and it stopped the flow in the tego-connector during dialysis treatment. There was no serious injury, blood loss, property damage, or med/surgical intervention required. The device was changed out/replaced with no further problems encountered. There were no defects, tears, or cuts noted on the device. The product was stored in the clinic in the treatment room.